Manufacturer narrative:
Additional suspect devices: model number: sc-2352-70, product family: scs-linear leads, serial number: (B)(4). Model number: sc-2317-70, product family: scs-linear leads, serial number: (B)(4). Model number: sc-4318, product family: scs-lead fixation, lot number: (B)(4).

Event description:
It was reported that the patients lead was eroding. The lead did not erode or break through the skin, however a small pump could be seen and palpated over the incision where the lead extensions and anchors were housed. A fluoroscopy confirmed that a portion of the lead connected to the most medial anchor was pointing out and could be seen and felt over the surface of the skin. The patient underwent a revision procedure and the physician buried the lead and anchor deeper under the skin and flattened the leads so that it was not pushing outwards. Epibond was used to hold the lead in place. The patient is doing well and was discharged 1-2 days post-operatively.